Manufacturer narrative:
Although the exact event (onset) date is unknown, it was reported that the event occurred in apr 2016. The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are part# 5432141, lot 0285539w and lot 0345766w. This part is not approved for use in the united states; however a like device catalog # 5442141, 510k # k091974 was cleared in the united states. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior fusion from th10 to l4, for the treatment of l1 burst. Transverse hook was used at th10 and pedicle screws were used at th11, 12 and l2-4 in the surgery. Post-op, on an unknown date in (B)(6) 2016, infection was observed. The patient reported fever and low back pain as a result of infection. It was also reported that the initially placed rod protruded to patient back, and a mid-line nut of a cross link also protruded to posterior. Also decubitus was concerned, so removal surgery and debridement was performed and the implants were removed. Reportedly, according to the doctor, there was no causal relationship between infection and implants due to the time course from initial surgery; however, causal relationship cannot be ruled out completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.